Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch and suffered a pericardial effusion (pe) which required the pericardium to be punctured, 160ml of blood was taken and given protamine. Initially it was reported that a pericardial effusion had been created with the thermocool smarttouch catheter. Additional information was received on 24-sep-2025. The adverse event was discovered during use of the biosense webster products. The physician¿s opinion on the cause of this adverse event was that the doctor suspects that the pericardium was punctured with the agilis sheath. The intervention provided was the pericardium was punctured and 160ml of blood was taken from the pericardium, protamine was given. The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of monitoring as usual. The transseptal puncture performed was brk needle from abbott. Prior to noting the pe, ablation was not performed. No evidence of a steam pop. The event occurred during the mapping phase. The flow setting for irrigated catheter was 2ml/min. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate changes at the start of ablation. The force visualization features used were graph, dashboard, vector, and visitag. Additional information was received on 16-oct-2025. The event date was (B)(6) 2025 and the receive date / alert date of (B)(6) 2025. The patient was sent for monitoring as usual, and this meant no extended hospitalization. The adverse event was originally considered non-reportable, however, bwi became aware on (B)(6) 2025 that intervention was provided in which the pericardium was punctured and 160ml of blood was taken from the pericardium and have reassessed the adverse event as reportable. The awareness date for this record is (B)(6) 2025.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).